Manufacturer narrative:
Product event summary: it was confirmed that the stylus and programmer screen were not working properly. The stylus cable insulation was damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen and stylus were not working. The programmer has been returned to service. No patient complications have been reported as a result of this event.